Manufacturer narrative:
The insulin pump was unable to perform prime test due to detached end cap. The insulin pump received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked on battery tube threads, missing end cap sticker and missing address and serial label.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 157 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.